Event description:
The patient underwent vns explantation surgery. During attempts at product return, it was revealed that the facility had disposed of the explanted product.

Event description:
It was reported that the patient was referred for full vns explantation surgery due to not experiencing any seizures in the past six months and the vns causing discomfort. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.